Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous mid right coronary artery that is 90% stenosed. Pre-dilatation was performed with an unspecified device and the 3.0x28mm xience skypoint stent delivery system was advanced; however, failed to cross due to anatomy. Resistance was noted with anatomy during removal. A non-abbott stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.